Event description:
In 4/87, pedicle screws and plates were put in rptr's back at the l-4, l-5 level. Rptr experienced constant pain in lower back and right leg. The plates and screws were removed in 11/88 from l-4, l-5 and replaced on l-3, l-4 and l-5. Because the screws were loose and rptr still experienced pain in right leg and lower back, in 1/90 the screws and plates were removed and replaced on l-4, l-5 and are still there. Rptr had severe pain in both legs after the 1990 operation. Since the screws and plates were first put in rptr has had constant pain in his back, legs, hip and feet. He has weakness in his right leg and sometimes it gives out on him. He now uses a cane. He can't sit or stand for long periods.